Event description:
Pt with 5-fluorouracil continuous walkmed infusion pump returned to the chemotherapy infusion clinic with fanny bag wet with white residue. Pt reports that he noticed residue on fanny bag on (B)(6) 2019 at 21:00 but did not report to nurse. He states no residue has gotten on himself. Pump, reservoir bag, and tubing were inspected. Inspection revealed what looked like a cracked male line connection on bag portion; 5-fluorouracil was found to be in pump incasing. No lot number available on either reservoir bag or tubing (only on outside packaging which was already discarded). Chemotherapy spill, suspect drug #1, dosing: continuous infusion over 48 hours every 2 weeks.